Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm (sf101) indicating that the outlet pressure measurement may be incorrect. This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.